Event description:
Additional information reported that the diagnosis in the procedural report stated "presumed meningitis secondary to infection of implanted pump and catheter." The report further stated that the catheter tip was sent for a culture and there were no obvious signs of infection at the catheter entry site. "There was no frank pus coming from the pocket. However, there was a layer of what looked like a mixture of blood and infected tissue in the entire pocket." The discharge summary on 2010-(B)(6), stated that cultures from the catheter tip site and the wound site did not grow out any bacteria. It, therefore, appeared that the reported meningitis was not device or therapy related. It was noted that the patient's pump contained dilaudid at a concentration of 2.0 mg/ml and a dosage of 0.0116 mg/day, and bupivacaine at a concentration of 10.0 mg/ml and a dosage of 0.058 mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 8711 lot# n076763031 implanted:2006-(B)(6) explanted:2010-(B)(6). The initial report was filed as manufacturer report # 3007566237201107568. Additional review revealed that the site ID was # 3004209178.

Event description:
Persistent headache secondary to (B)(6) was reported. Causes were noted as "new illness, injury." No diagnostics methods and actions were taken. Pt outcome was reported as resolved without sequelae resolved on (B)(6) 2010. Drugs delivered bia the system were bupivacaine and dilaudid. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).